Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, upon closure of the procedure, the counts were accurate and final scanning of the patient was completed using the wand connected to the console. The scan was clear, no detections. It was then reported that there was in fact a retained sponge in the patient chest cavity. X-ray was done to determine the sponge left behind and performed a procedure to remove it. The sponge was retrieved.